Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced the drive manifold due to sticky k8 valve. A full calibration and functional check were performed per factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed auto fill failure. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed auto fill failure. There was no harm or injury to the patient and no adverse event was reported.